Event description:
Per complaint (B)(4), a screw holding an abutment was damaged and tightened so far that the dental implant was unscrewed while the abutment screw was being removed during initial placement. The implant was replaced with a different one within the same procedure. No adverse patient consequences were reported.